Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, blockage due to crystallization is a known error pattern and corrective and preventive actions are in progress / have been implemented.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and full filled easypump ii lt 100-50-s without packaging and 13 easypump ii lt 100-50-s in original closed packaging. The received samples were taken to a visual inspection. At the used sample the white clamp is closed. The patient connector was not closed. The original wing cap was not handed over by the customer. Damages were not detected at the samples. After opening the top cap we detected crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the used sample. In addition the used sample and 10 original packed sampleswere filled up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp of the used sample, starting the pump and waiting for 60 minutes the used sample was not working (solution was not running). Leakages were not detected at the used sample. The used sample is not within our specifications. At the original packed samples solution was runnig. No leakages were detected. The original packed samples are within our specification. A review of the batch and manufacturing records revealed no abnormalities or nonconformities. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): easypump doesn't flow.